Event description:
It was reported that during a coronary drug eluting treatment procedure, deflation issue occurred. A taxus express2 8.8% 2.75 x 12 mm was deployed to nominal pressures in the left anterior descending artery (lad). There was slow filling of this balloon. After deployment, the balloon would not deflate promptly. Multiple attempts with different types of suction were applied to the balloon, again without complete deflation. The balloon would not advance through the taxus stent forward or withdraw. The pt was developing substernal chest discomfort consistent with an expanded balloon in the left anterior descending artery. Again multiple attempts were made to fully deflate the balloon without success. At this point, the decision was made to withdraw the partially deflated balloon in hopes of breaking it free from the presumed deployed stent. The system, with mild to moderate pressure, was withdrawn back into the guiding catheter. Reverse traction on the guiding catheter was being applied to keep the guiding catheter from deep-throating into the left main coronary. When the balloon withdrew into the guide catheter, the guide catheter with the negative traction popped back into the ascending aorta. The entire system was removed without difficulty. The system was inspected and the taxus stent was not retrieved in the guiding, nor was it in the delivery system. The physician could not fully visualize the stent in the left anterior descending artery and could not determine for sure that the stent had been deployed. At this point, the physician elected to proceed with a definitive stent placement and placed a taxus express2 8.8% 2.75 x 16 mm stent in the left anterior descending artery at 9 atm with an excellent angiographical result. No further intervention was noted. Pt status is reported as "satisfactory/good."